Manufacturer narrative:
The complaint investigation for falsely elevated potassium results included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity for the alinity c ict sample diluent lot 29262un22. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 29262un22 was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6): serum: initial result = 6.6 mmol/l, repeat = 6.7 mmol/l. Plasma: initial result = 4.6 mmol/l, repeat = 4.7 mmol/l. Lithium heparin: initial result = 5.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6): serum: initial result = 6.6 mmol/l, repeat = 6.7 mmol/l. Plasma: initial result = 4.6 mmol/l, repeat = 4.7 mmol/l. Lithium heparin: initial result = 5.6 mmol/l. No impact to patient management was reported.